Manufacturer narrative:
H10 additional manufacturer narrative: additional information obtained by procept confirmed that the patient was presented with urinary retention and catheterized prior to the aquablation procedure. The patient underwent an open surgery to suture the bladder wall perforation. The bladder wall was trabeculated, and at the position of the perforation very thin and athrophic. The patient had an uncomplicated healing process post-operation and is doing well. The treating physician suspects that the bladder wall perforation occurred during the hemostasis process and is unrelated to the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
H.10 additional manufacturer narrative: the aquabeam robotic system was not returned for investigation of this event. The in-house investigation consisted of a review of the treatment logs, device history record, labeling, and similar complaint review. A review of the device history record (DHR) for ab2000/serial number (B)(6) was performed, which confirmed that there were no nonconformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system and motorpack met all design and manufacturing specifications when released for distribution. The aquabeam robotic system's treatment logs file was reviewed, which confirmed no malfunctions during the aquablation procedure. The review of the treatment logs indicated that the system functioned as designed. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o bladder perforation. 8.31. Sterile: after aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. · use one of the following methods to achieve hemostasis: o non-resective bladder neck cautery followed by foley balloon catheter insertion. Note: cautery may increase the risk of postoperative anejaculation. O under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction, then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) o balloon catheter in bladder with bladder neck traction o balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. O balloon catheter in bladder, no traction. A 12-month similar complaint review search was conducted, which confirmed no other similar events have been reported to procept. Although the reported adverse event occurred during the procedure, the aquabeam robotic system had no involvement in the event. Based on the information received, plus the review of the treatment logs, DHR, and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
Male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-aquablation procedure, during hemostasis with a resectoscope, the patient's stomach became hard. In ultrasound view, free fluid in the abdomen was recognized. During further inspection via a resectoscope a bladder wall perforation was observed. The patient was to undergo CT scan and possible open revision. No malfunction of the aquabeam robotic system was reported. Procept has requested additional information on this event.